Event description:
Information was received indicating that a smiths cadd solis hpca ambulatory infusion pump caused under delivery of the medication. The pump was programmed to deliver oncology mediation but did not delivery the drug over 24 hours. It was also reported that when reviewing the device's log, there was a "cassette damaged" error that was displayed at the beginning of the delivery. The cassette was unlatched and re-latched and no damaged was observed. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the lens was damaged. Review of the event history log showed one instance of the reported issue. Functional testing involved sensor testing and calibration check. The investigation was unable to duplicate the reported alarms and the device tested within manufacturing specifications. The problem source could not be identified. Based on the investigation, the complaint allegation was not confirmed.